Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for malignant pain. It was reported the infusion system was explanted on (B)(6) 2018 and was discarded. It was indicated the system would be replaced in the future. It was reported the patient had called an on-call doctor and was seen for a potential pocket infection. It was indicated the patient had cancer pain. The doctor elected to explant the pump. The explant was performed without the rep present. The rep was not aware of any troubleshooting or diagnostics performed. It was reported the issue had been resolved at the time of the report. The rep planned to obtain additional information from the healthcare provider at a later date. The patient¿s status at the time of the report was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event were not available. The patient¿s medical history included cancer pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). The rep reported they were notified of the event by the managing physician's office. It was reported there were no diagnostics performed. The patient's weight was not available.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.